Event description:
Customer reports that insulin was squirting out during priming and was not able to exit the "preparing to prime" loop. Customer's blood glucose was unknown. After troubleshooting, customer was advised to change reservoir and infusion set and begin process again. Customer was not able to as she was at work and did not have any more infusion sets with her. Customer was advised to call back. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.